Event description:
It was reported that during implant attempt, the physician indicated that the lead was "bad" due to low sensing and threshold being very elevated. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis revealed that the outer insulation was breached cut. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.